Manufacturer narrative:
(B)(4). Review of a pre-implant 3d film report revealed that the patient had a proximal neck that was calcified along its 19mm length. The infrarenal neck angulation was noted as 44deg. The 68mm max diameter aaa contained thrombus and was lined with calcification. The distal aortic diameter was 43mm, and the centerline length from the renals to the distal aorta was 162mm. Both iliac arteries were extensively calcified. Both the left and right common iliacs were dilated at their origins. The rcia diameter was 26.5 ¿ 12.7mm along the 26mm length, and the lcia diameter was 22 ¿ 16mm along the 28mm length. The left iliac appeared more tortuous then the right iliac artery. The cause of the reported inaccurate delivery of the contra limb, leading to an inadequate overlap within the bifurcate gate, could not be determined from the films provided. Films during implant and post-implant were not available for review. It is possible that this was caused by the tip catching on the stent graft during removal of the delivery system. This event may have been anatomy related (angulated, calcified neck and/or iliacs) or user related.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. The aortic neck was 25 mm in diameter proximally and 26.3 mm distally. The left iliac artery was 22.2, 16.5, 16.2 and 11.0 mm in diameter from proximal to distal. It was reported that during the implant procedure the limb was pulled down in the gate about 1cm by the retraction of the nose cone through the limb. This left the limb with less than adequate overlap in the gate (<(><<)>2cm). A 16/16/82 endurant limb was then placed with the proximal end at the flow divider and the distal end into the contralateral limb. This corrected the inadequate overlap in the gate. The physician stated the patient&#62688;anatomy contributed to the nose cone pulling down the gate. No additional clinical sequelae were reported and the patient is fine.